Manufacturer narrative:
Arjo clinical consultant visited the facility after customer call. During the visit it was confirmed that the floor was flat with no degree of tilt or incline. It was confirmed by the facility representative that the team member lifted the patient with tenor at an angle instead of approaching straight ahead. The facility staff was aware that this could cause instability of the device. After two incidents that occurred during the weekend, the facility staff made sure that the patient stayed centered during lifting and no issues were observed. The device operated correctly. The instructions for use (IFU thl25808m-en rev.16) dedicated to tenor passive floor lift describe how to prepare the device for use and how to lift the resident: "move the tenor towards the resident, ensure the widest side of the spreader bar is facing towards the resident and is at, or just below, shoulder level." The IFU includes also the figure that shows how to position the tenor (directed at the front of the patient). To conclude, the tenor passive floor lift was involved in the event as it was used for a patient transfer while the device started to tilt and from that perspective the device did not meet its performance specification. The complaint was decided to be reportable as the device started to tilt over during use with a patient. No injury was reported. H3 other text : no device issue claimed.

Event description:
Arjo was informed about an incident with the tenor passive floor lift involvement. The customer reported that while trying to lift the patient, the device started to tilt (left wheel raised). During raising of the patient, the floor lift was not positioned directed at the front of the patient. The patient involved did not sustain any injury. The customer informed that the claimed issue occurred twice with the same patient and the floor lift. The second incident was submitted under manufacturer report number: 3007420694-2023-00287.